Event description:
The customer contacted stryker to report that during use of the device on a wounded patient, the device alarmed and stopper compression. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. The customer reported that manual chest compression could not be performed as the patient was being lifted and rescued from a cliff. The patient associated with the reported event did not survive.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker performed a clinical assessment of the event and determined that the device use may have contributed to the patient's outcome.

Event description:
The customer contacted stryker to report that during use of the device on a wounded patient, the device alarmed and stopper compression. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. The customer reported that manual chest compression could not be performed as the patient was being lifted and rescued from a cliff. The patient involved in the reported event is deceased; however, the customer advised stryker that the device use did not contribute to the outcome of the patient.

Manufacturer narrative:
The device was evaluated by a stryker service technician. The reported issue was able to be verified and duplicated. It was identified during evaluation that the drive belt of the compression module was broken, and the motor and chest compression mechanism were locked. The root cause of the issue was found to be the internal operating mechanism was worn out and broken. The product has been in use for more than 8 years since it was manufacture. The device was returned to the customer unrepaired. After new information was provided by the customer stryker completed a new clinical review. Based on the information provided, the device malfunction did not contribute to the patient¿s outcome.